Manufacturer narrative:
The event was unable to implant was reported to abbott and not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an initial implant procedure, it was not possible to advance the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.